Event description:
It was reported that during a laparoscopic colectomy procedure, the device fired malformed staples. Case completed with another device of the same product code. There was no patient consequence.